Event description:
It was reported that during a system explant procedure, it was noted that the left ventricular lead exhibited externalized conductors at the distal end. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the outer insulation was internally abraded at 3.4 cm to 5.5 cm from distal tip. One sensing cable was externalized at the location.